Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported electrodes 1, 3, 4, and 6 were showing open circuit, >40k ohms. The patient was programmed with 1 of those 4 out of impedance electrodes. Patient reported they had been having intermittent shocking sensation on their left leg. Patient thought it was due to weather and they therefore did not connect to their device. It was reported that the patient had fallen several times. The most recent fall was on (B)(6) 2019 and they landed on the left side of their hip. The ins is implanted on their right side. Manufacturer representative reprogrammed the patient's stimulator and eliminated that one contact that patient was using that was an open circuit. It was reported that the patient would go home to see if the reprogramming resolved the issue. They will contact the manufacturer representative if it is not resolved. No further complications reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the patient was being seen for abattery replacement and possible lead revision. Patient stated earlier in the year she had a shocking feeling in her back for 2 days intermittently back in february and stimulation had not been the same since. The rep checked impedances before the surgery and noticed that all but 2 electrodes were over 10k ohms. Patient reported she had had multiple falls in the last year, however, noticed the stimulation change sometime in february. The hcp removed both leads and noticed on one of the leads an electrode was all black. When the rep handled it, some of the black charring came off. Ins and both leads will be returned for analysis. Issue resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #243834145:analysis information -- (B)(6) 2019 09:26:28 cst pli# 20 product ID# 977a260 sn: (B)(4) found: broken conductor pli#30 product ID#977a260 sn: (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.